Manufacturer narrative:
The investigation found that the customer had a successful calibration before the issue occurred, but the signals were much lower than previous calibrations. The customer's qc recovery was found to be acceptable prior to the issue occurring. The investigation determined that the issue found by the field service engineer (the customer needed perform a recalibration of the assay) was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer noted that since the last preventative maintenance was performed the qc results were giving data flags. The field service engineer reran the calibration and qc with acceptable results. A precision test was also run with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys vitamin d total ii results for 100 patient samples on a cobas 8000 e 801 module analyzer. (B)(6) for patient results. The results were reported outside the laboratory. The repeat results were believed to be correct. The reagent lot number was 50320101 and the expiration date was 30-sep-2021.